Event description:
The valve was explanted due to paravalvular leak at the aortic level causing significant hemolysis, respiratory failure and renal failure. The valve had no evidence of pathology except that on several locations it appeared that the sutures had been loose. The valve was replaced with a 31m-101. Per the operative report: the pt previously had surgery to repair the leakage, however, the leakage continued. The aortic valve was replaced at this time also.